Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The set was attached to a viaflo bag and no blockages were found. Sodium chloride flowed through all the tubing, hence the reported problem could not be confirmed. Hence, due to the fact that the issue was not confirmed after sample investigations, the exact root cause that has lead to this reported non-conformance could not be established. Trend review performed on this code revealed that no other similar complaints were received in the past six months. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and there were no deviations found during the manufacture of this lot. A follow-up will be performed if any additional information concerning the reported condition is received.

Event description:
A customer reported to baxter (B)(4) about an administration set that would not flow through the tubing once the reservoir was filled with privigen, an ivig product. The dosage of privigen was not specified. The customer stated that this product was used only for the administration of privigen and for only one patient. There was no patient injury or medical intervention involved. This reported condition occurred during priming. No additional information is available. This is report 1 of 16 of the same reported problem from this facility.